Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis due to a break in aseptic technique described as the patient made a mistake. The patient was not hospitalized. Treatment was not reported. On an unreported date in 2011, the event of peritonitis resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide an assessment of causality for the event of break in aseptic technique.